Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction event(s), where it was reported the devices experienced cot tip or drop. There was no patient involvement.

Event description:
This report now summarizes 3 malfunction events, instead of 5.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 2 devices that were pending were evaluated and it was determined the devices experienced drifting down slowly and cot difficult to raise / lower, which is not reportable. Section h codes have been updated.